Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the instrument consistent with application over an obstruction. It was reported that a clip broke into pieces and a component disengaged from the device into the surgical cavity. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if a clip comes into contact with a cautery device during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: caution should be exercised when utilizing electrosurgical techniques in the vicinity of any metal clip. In advertent contact with a metallic clip by energized electrosurgical devices may cause unintentional cauterization or electrocoagulation at or around the clip site which could affect the tissue. Dislodgement of the clip could occur, resulting in bleeding and/or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when device was being applied on the vessel, the clip broke in two and fell inside the body when resecting the space with an ultrasonic coagulation and resection device. The clip was removed using forceps. A clip was applied again to resolve the issue. There was no patient injury.